Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Further review of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.